Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to glue zone at the bevel section; the fiber/glass cap distal part is detached and returned; there is some white unknown substance noted inside the fiber cap; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a bph prostate procedure; "decrease in vaporisation" at 35,997 joules and 06:25 minutes of usage. The fiber was exchanged and the case was completed. Patient outcome: ¿no injury to patient ¿ reported.